Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient saw their healthcare provider and they were told there was no urinary tract infection anymore.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-33, lot# v728629, implanted: 2011-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a urinary tract infection (uti). The uti had started 7 weeks prior to the report. The patient was placed on an antibiotic. Initial dosing was twice daily. Current dosing was every other day. The patient was going to the bathroom more often and did not feel as if the uti had resolved. Additional information was requested; if received, a follow up report will be sent.